Manufacturer narrative:
Citation: stundl a et al. Fractional flow reserve in patients with coronary artery disease undergoing tavi: a prospective analysis. Clinical research in cardiology. 2020; 109:746-754. Doi: 10.1007/s00392-019-01563-2. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a prospective analysis of fractional flow reserve in patients with coronary artery disease undergoing a transcatheter aortic valve replacement (tavr). All data were collected from a single center between may 2016 and march 2018. The study population included 246 patients (predominantly female, mean age 81 years), 87 of which were implanted with a medtronic evolut r transcatheter valve (no serial numbers provided). Among all patients, 5 deaths occurred within 30 days of implant, 18 deaths occurred within 6 months of implant, and 21 deaths occurred within 1 year of implant. No further details about the deaths were provided, and multiple manufacturers were noted in the literature. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke, acute kidney injury, pacemaker implant, major vascular complications, major bleeding, moderate-severe paravalvular leak, aortic stenosis. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.